Event description:
A talent abdominal stent graft system was inserted in a patient for the endovascular treatment of a 6.3 cm abdominal aortic aneurysm. The patient is reportedly not a good surgical candidate and has a pulmonary condition. Vessel morphology was excessively tortuous and severely calcified bilaterally. It was reported that talent device reached the intended landing zone; however, the physician had difficulties inserting and advancing the device because of the calcification and tortuosity, and consequently, the delivery system became kinked. Deployment was initiated; however, the retraction on the delivery handle did not translate to a 1:1 movement of the graft cover, and none of the stent graft was exposed. The physician decided to remove the device from the patient and tried to advance the device from the other side, which was even more tortuous and calcified. Two physicians were pushing on the patient's abdomen in order to straighten out the anatomy. Finally, it was decided to abort the case. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: excessively tortuous and severely calcified vessels. Conclusion: excessively tortuous and severely calcified vessels.